Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: review of the black box data revealed evidence of short battery life with drastic drops in voltage leading to ¿replace battery¿ alarm on (B)(6)2015. On investigation, ez-prime steps were performed correctly. Electrical currents draws were measured and found to be outside of the specifications. Short battery life was duplicated during the investigation. The pump cover was removed for further investigation and revealed moisture corrosion on the continuous glucose monitoring module (cgm). The electrical current draws returned to within specifications when the cmg module was disconnected from the printed circuit board.